Manufacturer narrative:
(B)(4). Evaluation summary pending investigation conclusion.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrostomy, a reload was fired on tissue halfway before it contacted a row of staples it was to transect. The handle cracked but the firing continued until 2 more cracks were heard. The retraction knob was pulled back but the instrument locked on tissue. The reload was cut out of the tissue with another handle and reload. There was unanticipated tissue loss. No other adverse events were reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one stapler and one reload. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned devices. The instrument was received engaged with the reload. The instrument firing knobs were fully advanced. Visual examination of the reload noted that the unit was partially fired with the jaws clamped and the knife bar assembly advanced to slightly past the 3cm cut line. Reinforcement material was present on both the cartridge and anvil surfaces. Engineering retracted the firing knobs and was able to unload the instrument. The reload was disassembled for further examination of internal components. This examination noted that an internal component was missing from the reload. A process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and reassessed at that time.